Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gauge had the glass broken and rotated out of position, the gasket was sticking out and the hose was in the wrong position. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to an unauthorized repair being performed on the device, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the spine, it was observed that the autolube device was broken. There was no delay to the surgical procedure as a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.